Event description:
Patient#: (B)(6) index procedure was performed on (B)(6) 2020. On 23-may-2023, apifix received a notification that patient#: (B)(6) is undergoing revision surgery for implant "readjustment".

Manufacturer narrative:
Corrected data: a follow up report was incorrectly submitted using the report number from this event [3013461531-2023-00020-fu1]. The original report from this event is being resubmitted as 3013461531-2023-00020-fu2 in order to correct the data in this report. Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: patient#: (B)(6) index procedure was performed on (B)(6) 2020. During the index procedure the patient's thoracic curve was treated with a lenke 5 extender. Additionally, the kite angle was negative which is not per our described surgical technique. The extender angle should be between 5°-15° degrees compared to the mid-c rod (ref dms-930_apifix surgical technique). Patient#: (B)(6) underwent revision surgery on (B)(6) 2022 due to curve progression. During the revision procedure, a lenke 1 extender was used, however the kite angle was again not per the surgical technique. {negative kite angle}. One-year post-op x-ray showed lenke 1 extender still with a negative kite angle. Apifix followed up with the surgeon requesting current x-rays and to detail why this second re-op was scheduled. On 25-may-2023, apifix received notification of the revision surgery. "On (B)(6) 2022, a revision was performed because the cobb worsened significantly. It was possible to straighten it again, but the kite angle could not be corrected satisfactorily without resetting the screws. After further deterioration of the curve, especially the lumbar, it was decided to perform another revision. This time the lumbar curve should be addressed. After distraction and after the reaction of the thoracic curve could be assessed, it was decided intraoperatively (contrary to the initial planning) to leave the first implant in place to ensure further support of the thoracic curve. It should be mentioned that the patient was informed about all treatment options, a double construct, and risks, and wanted to avoid fusion in any case. This is an off-label use, which is not included in the center's study data, but is closely monitored scientifically by the university as an individual case." Per apifix IFU (dms-766), the mid-c system is indicated for use in patients with adolescent idiopathic scoliosis (ais) having a single curve and classified as lenke 1 (thoracic major curve) or lenke 5 (thoracolumbar/lumbar major curve). Reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of curve progression has been assessed and found to be acceptable. The current rate for all relevant criteria (curve progression, insufficient curve correction, imbalance) is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.

Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: patient (B)(6) index procedure was performed on (B)(6) 2020 during the index procedure the patient's thoracic curve was treated with a lenke 5 extender. Additionally, the kite angle was negative which is not per our described surgical technique. The extender angle should be between 5°-15° degrees compared to the mid-c rod ((B)(4) apifix surgical technique). Patient (B)(6) underwent revision surgery on (B)(6) 2022 due to curve progression. During the revision procedure, a lenke 1 extender was used, however the kite angle was again not per the surgical technique. {negative kite angle}. One-year post-op x-ray showed lenke 1 extender still with a negative kite angle. Apifix followed up with the surgeon requesting current x-rays and to detail why this second re-op was scheduled. On (B)(6) 2023 apifix received notification of the revision surgery. "On (B)(6) 2022 a revision was performed because the cobb worsened significantly. It was possible to straighten it again, but the kite angle could not be corrected satisfactorily without resetting the screws. After further deterioration of the curve, especially the lumbar, it was decided to perform another revision. This time the lumbar curve should be addressed. After distraction and after the reaction of the thoracic curve could be assessed, it was decided intraoperatively (contrary to the initial planning) to leave the first implant in place to ensure further support of the thoracic curve. It should be mentioned that the patient was informed about all treatment options, a double construct, and risks, and wanted to avoid fusion in any case. This is an off-label use, which is not included in the center's study data, but is closely monitored scientifically by the university as an individual case." Per apifix IFU (dms-766), the mid-c system is indicated for use in patients with adolescent idiopathic scoliosis (ais) having a single curve and classified as lenke 1 (thoracic major curve) or lenke 5 (thoracolumbar/lumbar major curve). Reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of curve progression has been assessed and found to be acceptable. The current rate for all relevant criteria (curve progression, insufficient curve correction, imbalance) is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.

Event description:
Patient (B)(6) index procedure was performed on (B)(6) 2020. On (B)(6) 2023, apifix received a notification that patient (B)(6) is undergoing revision surgery for implant "readjustment".

Manufacturer narrative:
Return analysis the explanted device was returned to orthogeriatrics in warsaw, in and was subjected to cleaning, steam sterilizing, and engineering evaluation. Minimal wear was observed on the spherical rings. One location of wear on the ring was adjacent to some wear on the extender, corresponding wear was observed on the fracture surface of the pole. This wear indicates that post-fracture the implant remained implanted. Observation of fracture planes is limited due to the post-fracture wear removing some features for analysis. The two fracture planes are very different in nature, one appears more flat and the other rough and uneven. This suggests two different fracture modes for the two planes, possible a rapid fracture then fatigue, but is not definitive. The wear analysis portion of retrieval and analysis protocol was not conducted because the cause of failure was obvious, implant fracture.